Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 557 mg/dl and has not treated yet. Customer stated reported that the high blood glucose levels began on (B)(6) 2017. Customer declined to troubleshoot for high readings. Troubleshooting was performed. The drive support cap appeared normal. The only alarms that the customer remembered receiving was a bolus not delivered alarm. The customer was advised that if the boluses weren't being programmed properly, that could cause blood glucose to elevate. They performed the high pressure test and the insulin pump alarmed 0.3. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was/was not returned for analysis.